Event description:
Reportedly, during testing, the touch screen was found to be unresponsive. The parameters and settings could not be accessed. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4).